Event description:
A customer obtained a non-reproducible false reactive vitros ahav total result from a single patient sample while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false reactive vitros ahav total result was reported out of the laboratory. Once identified, a corrected negative result was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible false reactive vitros ahav total result was obtained from a single patient sample while using the vitros eciq immunodiagnostic system. An ocd field engineer replaced the reagent metering probe to return the instrument to expected operation. Following this action, acceptable vitros ahav total performance was observed. The investigation was unable to determine a definitive root cause, however an instrument related event could not be ruled out as a contributing factor.